Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure. Nothing was explanted and device remains in service.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure. The lead could not be advanced during surgery, so no lead was added, nothing was explanted and device remains in service.

Manufacturer narrative:
Correction to blocks d4, d6a, h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure. The lead could not be advanced during surgery, so no lead was added, nothing was explanted and device remains in service.